Event description:
In 2007, it was reported to boston scientific corporation that ultraflex tracheobronchial stent system was used during a stent placement procedure. According to the complainant, as they attempted to deploy the stent, the device deployed approximately half way and would not release any further. The ultraflex tracheobronchial stent system was removed with the partially deployed stent. The procedure was completed with another stent system (manufacturer unknown). There were no complications and the patient's condition was reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record for the pertinent lot was performed, no anomalies were noted.